Event description:
It was reported that approximately 4 hours after insertion of the iab, blood was observed in the helium tubing. Because of this, the iab was removed and replaced. There were no associated patient complications.